Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that the procedure was coil embolization with non-cordis/codman coils assisted with an enterprise vrd (enc452812/01427240, enc452212/01427407) of the right intracranial vertebral artery, and while the physician was placing the coil (non cordis/codman/micrus) into the target aneurysm, it protruded into the parent artery. Therefore the physician decided to address it by placing a second enterprise vrd (enc452212/01427407) inside the first enterprise vrd (enc452812/01427240). The procedure was completed with no further issues. There was no adverse event reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. A jailed technique was not utilized for this procedure, and the microcatheter was placed through the enterprise stent. The physician noted that the coil protruded because the stent strut was quite wide.

Manufacturer narrative:
The patient has a history of liver disorder. The unruptured fusiform aneurysm neck was 9.8mm, and the neck to sac ratio was 9.8mm: 8.9mm. The parent vessel size diameter proximal was 4.1mm and distally was 3.5mm. Mrs before the procedure was 0, one week after the procedure was 0, one month after the procedure was 0. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011, cilostazol 200mg/day: (B)(6) 2011. Heparin 5000u was administered intra-procedurally. The act was 210 seconds pre anticoagulation and 272 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. Prior to implanting the enterprise vrd, a launcher guide catheter (medtronic), prowler select plus (mc) microcatheter (606-s255x/15268748), chikai guidewire (asahi intec) were utilized. Other devices utilized during the procedure were, excelsior sl-10 mc (stryker), echelon10 mc (ev3), and ed coils x14 (kanek). No further information is available and procedural images are not available. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt

Manufacturer narrative:
(B)(4) packaging l/n # 01427240. Per (B)(4) report (B)(4): (B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427240. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported via the (B)(4) study that during an enterprise vrd ((B)(4)) assisted coiling of a right intracranial vertebral artery aneurysm a coil (ed /kanek) protruded into the parent artery. The physician reported that the coil protruded because the stent strut was quiet wide. An additional enterprise vrd was placed inside of the first one to treat the protruding coil. The procedure was completed with no further issues. There was no adverse event reported. The unruptured fusiform aneurysm neck was 9.8mm, and the neck to sac ratio was 9.8mm: 8.9mm. The parent vessel size diameter proximal was 4.1mm and distally was 3.5mm. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. A jailed technique was not utilized for this procedure, and the microcatheter was placed through the enterprise stent. A total of 14 ed/kanek coils were placed. The occlusion rate of aneurysm was 95% after the procedure. The modified rankin scale (mrs) score before the procedure was 0, one week after the procedure was 0, and one month after the procedure was 0. The enterprise vrd remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01427240. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Coil migration/prolapse into normal vessels adjacent to the aneurysm is a known potential adverse event associated with the use of the enterprise vrd for coil assisted embolizations. Based on the available information, although no conclusion can be made, coil size, positioning, and manipulation may have contributed to the event with no indication of any related device manufacturing issues. Therefore, no corrective actions will be taken at this time.